Event description:
According to the reporter, during a lap sleeve gastrectomy, the device was having poor staple formation. In order to resolve the issue, straight staples were pulled out and next staple reload was applied.